Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their smart device indicated that the g5 transmitter could not be found. No additional event or patient information is available.